Event description:
The pamira lead had been implanted the day before. During the check-up before the patient was discharged, a high stimulation threshold was detected (over 5 v) - the x-ray image showed the perforation. New lead was implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.